Event description:
It was reported that during an unknown procedure, it was observed that the device would not fire farther after fired a little and the knife moved to the distal end but did not return knife automatically. Knife reverse button did not work. Opened the device manually with big force. Changed to a new one to complete the procedure. There was no patient consequence reported. No additional information can be provided.

Manufacturer narrative:
(B)(4) date sent: 1/9/2026 d4: batch #unk. Additional information was requested, and the following was obtained: was the firing sequence started but not completed? Yes if yes: did the device deliver any staples? Yes if yes, were the staples formed properly? Yes if yes, was the staple line complete? No did the device cut? Yes if yes, was the cut line complete? No was there any difficulty opening the device jaws? Yes. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent 1/30/2026 d4 batch #435d87 investigation summary the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that the ec60a device was returned with the jaws and closing trigger in closed position and with the knife partially advanced. Also one gst60g reload was loaded in the device. The reload was received fully fired with several b-formed staples on the reload deck. After further evaluation, the device could not be opened due to the knife was noted to be buckled with some loose drivers behind the knife and on the channel area causing the knife could not be returned. No functional test was performed due the condition. The event reported was confirmed and it is related to improper use of the device. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness or tissue that cannot compress to the indicated range for the selected cartridge. This may have caused excessive force to be applied to the underside of the solid steel anvil leading to this damage. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications prior to shipments, in addition, a sample of the batch is inspected at finished good quality assurance. The damaged on the knife is consistent with applying a high force to the firing trigger on a locked device. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 435d87, and no non-conformances were identified.